Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 5 months following the implant of a transcatheter aortic valve, an unspecified valve failure occurred. Subsequently, the patient experienced heart failure and hemodynamic instability. Additional information was received that the valve failed due to severe aortic regurgitation, which was identified in recent echocardiogram reports. It was planned to treat the failed valve with a non-medtronic transcatheter valve. Additional information was received that the severe aortic regurgitation was central regurgitation.

Event description:
Additional information was received that the valve failed due to severe aortic regurgitation, which was identified in recent echocardiogram reports. It was planned to treat the failed valve with a non-medtronic transcatheter valve.

Manufacturer narrative:
Image review: one 3mensio video clip was provided, displaying scrolling computed tomography (CT) imaging of the aortic valve from below the evolut inflow to outflow. The implant appears to be at the targeted depth. Protruding calcification is observed inside the left ventricular outflow tract (lvot) under the non-coronary cusp (ncc). Calcification under the left coronary cusp (lcc) appears to extend to the mitral annular calcification (mac). Additional calcification is seen outside the transcatheter aortic valve (tav) frame within the native cusps, and protruding calcification is noted inside the tav frame near the lcc at the level of the coronary. The evolut valve appears under-expanded. Updated data: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 5 months following the implant of a transcatheter aortic valve, an unspecified valve failure occurred. Subsequently, the patient experienced heart failure and hemodynamic instability.